Event description:
Info received indicates the head section will not stay up when raised.

Manufacturer narrative:
The tech found the pivot slide bracket was damaged. He replaced the bracket to repair the bed.